Event description:
It was reported that the patient had his pump refilled and increased by 10% on (B)(6) 2013. The patient was confused and tired (B)(6) 2013. The patient was noted to be sleeping all of the time, had headaches, was falling a lot and was confused. The patient had not been walking well or he had been having problems. It was believed that the patient was not getting any baclofen, or that it was leaking into his system. The patient was referred to see the physician. It was additionally noted that the drug in the pump was gablofen. The cause of the event was unknown. The patient had their dose increased to 72. During the last visit, after problems arose, the dose was decreased back to 69. The patient was referred to another physician for a dye study if needed. The patient later noted that ever since he had his baclofen replaced in (B)(6) 2011, he has had severe headaches, days of sleep, irregular spasticity and problems with urination. The patient noted a dye study was performed which was inconclusive. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4). F